Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had 2 no delivery alarms in the last 45 minutes. Customer's first alarm occurred when they changed the infusion set. Customer stated that they are still having the no delivery alarm. Customer mentioned that the meter reading is high. Customer's blood glucose was over 600 mg/dl. Customer stated that they will call back.